Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file. The reported event of debris in the modular cable connector was not confirmed as no photos were submitted for review and no products were returned for analysis. The submitted log file contained approximately 5 days of data (B)(6) 2024 per the timestamp). The log file captured a driveline communication fault alarm on (B)(6) 2024 from 14:36:52 to 16:48:17 that was associated with a com_b_fault. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Per the provided information, the alarms resolved after exchanging the system controller and modular cable. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 6575210, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
T was reported that the patient had a driveline communication fault alarm. The event log confirmed the reported communication fault (comm b) alarms. Dusty debris was noted in the modular cable connector. The area was cleaned but the alarm did not resolve. The modular cable was ultimately replaced along with a new system controller. No further alarms were noted. Related MFR: 2916596-2024-00659.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.